Event description:
Dealer is stating that the left leg rest will not lock in place. No other information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.